Event description:
It was reported by the rep the device was used during a laparoscopic hysterectomy. It was reported the device would not stay in harmonics at the end of the procedure. It was cleaned and re-attached. It still would not work. The case was completed with scissors and bipolar. There was no consequence to the patient.